Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted that the loading unit was attached to the listed instrument and it was pre-fired. Further inspection of the cartridge noted protruding staples at the proximal end. Additionally, an adapter lug was broken from the loading unit adapter. Further inspection without the adapter showed that the condition of the block and its assembly between the clamp bar and legs was correct. Functionally, the loading unit was unloaded from the listed instrument. The adapter was removed, and the loading unit was attached to the firing rod of a device without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition can occur if the loading unit is over torqued during unloading and if an attempt is made to unload the loading unit without using the release button. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, there was a problem unloading the device. The load did not open and could not be removed from the stapler. The stapler and load have been replaced to resolve the issue in order to complete the case. There was no patient injury.